Event description:
A laveen needle electrode was being used for therapeutic ablation of liver cancer. During the procedure, the needle was used in eight ablations. Two minutes following the procedure, the pt experienced asphyxia with cardiac arrest and the pt was revived. Emergency angiography was performed but the source of bleeding was unable to be located. Blood infusion was performed for four days and the pt was placed in ICU on a respirator. The pt was diagnosed with disseminated intravascular coagulation syndrome post-procedure. The physician who conducted the ablation procedure states the cause of this incident is not rf ablation, but the pt's adjunctive therapy such as chemotherapy.